Event description:
Spontaneous request from md office ((B)(6), rn to (B)(6), practice liaison) to replace one of pt's cadd legacy pump sn (B)(4) stating that pt "had a pump malfunction that started on her trip to the clinic. She tried while she was here and her pump malfunction persisted, so her daughter primed and gave her the back up pump which was functioning fine." No further info provided. Pump replaced and pt returning malfunctioning pump. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.